Manufacturer narrative:
Exact date unknown, event occurred a week before the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076139/ 7076885.

Event description:
It was reported that the patient had an infection at the ipg site. The physician believed that the infection was not device nor procedure related and that it was due to bacteria on the patients skin. The patient was placed on antibiotics and all device components were explanted and not returned.